Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 78 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.